Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina san cristobal 91000 dominican republic. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the final line of the homechoice cassette and final bag resulting in a leak, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the final line of the homechoice cassette and the final bag which resulted in a leak that led to this alarm. Renal therapy services (rts) advised the patient to contact their nurse regarding the missed therapy. Proper procedures per the user manual were reviewed with the patient. Rts assisted the hp to end the therapy session and advised to contact their nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.